Event description:
It was reported that the site's handheld computer's screen was freezing continuously. It froze during interrogation and system diagnostics, as well as at the main menu. The issue was resolved with the removal and reinsertion of the flashcard with software. The device has not been returned to the manufacturer for analysis. The cause for the screen freeze is unknown at this time.